Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The glucose reading at this time of hospitalization was 600 mg/dl. Customer's father stated that the customer had nausea and she was vomiting prior to hospitalization. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.